Event description:
Boston scientific received information that the patient with this pacemaker was passing out. A family member stated that she was told that 'the leads were bad'. The device was not included in a field advisory. The pacing system was removed and replaced. Three years later, the device was returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance labroatory, a thorough evaluation of the device was performed. The device passed all manual electrical measurements and paced and sensed normally during testing. Analysis confirmed that this device performed normally throughout testing, operating as designed.